Event description:
Reportedly, despite following the user guidelines entirely, the device failed to fire any staples during a very deep wedge resection of the lung. The situation was controlled by traditional techniques (old fashioned running sutures). The pt status was reported as well. Procedure: wedge resection of lung.